Manufacturer narrative:
This user facility is outside of the united states. The necessary manufacturing history to review was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
During the procedure while preparing the cement mixture, the monomer liquid would not dispense from the pouch. This resulted in a delay of approximately five to ten minutes. No patient injury or delay in the procedure was reported as a result of the event.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Examination of returned device found no evidence of product non-conformance. The review of manufacturing history shows that products were manufactured according to the pre-defined specifications. The product inspection reveals that the system is not airtight; however, no non-conformity has been detected. A conclusive root cause of the event could not be determined. (B)(4). Date returned to manufacturer ni.